Event description:
A medtronic representative reported that, while in a spine lumbar fusion procedure, the surgeon experienced unexpected behavior with suretrak orange. At s1, when sitting on the surface of the bone, the tip of the driver appeared to be at the depth of the set projection and then the projection appeared deep into the soft tissue of the pelvis. In trouble-shooting, the medtronic representative re-calibrated the suretrak instrument and restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported checking out the system and could not duplicate the reported issue. The site has not experienced this issue since this report.